Event description:
It was reported that during preparation of the 3.5x33mm xience skypoint stent delivery system (sds), the distal struts of the stent were noted to be flared. The stent was noted to be loose but still on the balloon. The xience skypoint was not used. There was no device use or patient involvement. Another same size xience skypoint stent was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement and material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling.